Event description:
The following information was provided: after the procedure, this was discovered during instrument inspection. Since the procedure concluded without incident, no adverse events occurred. When securely attaching the saw blade to the mako mics sagittal saw straight attachment, lateral movement was observed. Additionally, the protruding section of the mics connection point also rotates. Continued use may cause the saw blade to loosen during mics operation, so replacement is requested. Update on 12/05/2025: 1. Could you please elaborate on what you mean by lateral movement? Are you referring to a wider oscillation compared to the regular one? Yes. During postoperative inspection, it was confirmed that the saw blade was securely fastened to the straight attachment, however lateral movement was observed by manual.